Manufacturer narrative:
Results: visual inspection of the returned single extension found that it had been cut into two pieces. The header end lead segment was too short to test for continuity. The header setscrew was present, properly orientated and threaded into the connector block. No broken wires were observed in the header assembly. Visual inspection of the terminal end lead segment found no kinks, broken wires, or outer tubing breaches; it was tested for continuity from the terminal contacts to bare wire and no opens were found. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2014-25690. It was reported the patient (B)(6) underwent surgical intervention on (B)(6) 2014 due to lead migration. Postoperative diagnostic testing revealed invalid impedance measurements. In turn, the physician explanted and replaced the patient's extension the same day which resolved the issue.